Manufacturer narrative:
(B)(4). On (B)(6) 2016 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: per surgeon: the staples appeared very misshapen, like a false loading but I thought with this type of gun the lockout was in the cartridge. Changed as a precaution. Her tissue was very thin and I moved to white on the upper stomach, which is very rare, can¿t remember doing that before.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the procedure was difficult. The patient had a large liver and a lot of intra-abdominal fat. The surgeon used the device with a blue reload for the first firing on the stomach. The staple line was a bit oozy. The gun was reloaded with another blue reload for the second firing on the stomach. The gun was closed on the stomach and then left for twenty seconds before the firing trigger was activated. The surgeon held the firing trigger for a further five seconds before allowing the knife blade to return as he did for the first firing to achieve optimal hemostasis. However, before he released the firing trigger on the second firing the tissue just fell out of the gun, ¿stringy bits of tissue with staples on¿ were observed between the staple lines of this second firing. The surgeon then opened another device and completed the transection of the stomach using white reloads. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/27/2017. Batch # n55p33. The analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Photographic analysis: three photos were provided. Picture one shows, a drawing of what appears to be an incomplete staple line. Second picture shows tissue cut, the channel part of the device is visible at the right side with a blue cartridge reload loaded. At the left side there appears to be a cut and staple line, with some bleeding. No malformed staples are noted. Third picture shows a blurry image of the tissue cut and staple line. Based on the picture alone no conclusion could be reached on how the reported event occurred. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Additional information requested and received: when ¿stringy bits of tissue with staples on¿ were observed between the staple lines of this second firing, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Was the tissue damaged? If yes, how was the tissue repaired? Response received: the staples appeared very misshapen, like a false loading but I thought with this type of gun the lockout was in the cartridge. Changed as a precaution. Her tissue was very thin and I moved to white on the upper stomach, which is very rare, can¿t remember doing that before.